Manufacturer narrative:
H3: product analysis found visually, there was no significant damage to the packaging carton when returned. The returned carton contained inserts and an open pouch. The pouch was open from 2 of 4 sides and contained packaging tray, green electrode, and size 6 emg tube. There was no damage noted in the construction of the device. There were also no traces of contamination, and the wire harness was wrapped in a tape paper when returned. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.4 ohms), red with clear tube (3.2 ohms), blue (3.3 ohms), and blue with clear tube (3.5 ohms), all electrodes within specification. Functionally, the device was connected to the nim system while wires (exposed) were submerged in a saline solution for functional test. The device passed electrode check and there was no sign of excess noise during the test. For further analysis, a stylet was used to manipulate the shape of the tube and the outcome remained the same (device passed electrode check and no excess noise recorded). In addition, a syringe was used to inject 20cc of air into the cuff, and cuff inflated/deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect the nerve, he found there was no waveform on nim. The stim return showed 3ma. The doctor tried to check position of the endotracheal tube and check the blue mark position was on the vocal cord. Finally ,the doctor changed an endotracheal tube to complete the surgery. There was a procedural delay of about 10 minutes. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.